Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had battery failed alarm. Customer stated that they replaced the battery and got another battery failed alarm. Customer¿s blood glucose value was 300mg/dl. Customer treated with bolus on her pump and declined to troubleshoot for high blood glucose value. Customer had been treating with syringes, because she isn't sure why her pump is getting frequent low battery with the battery failed alarms. Insulin pump will not be returned for analysis.